Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7164477, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had migrated. The patient underwent a lead replacement procedure.